Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Pericardial effusion was noted several hours post amulet implant that lead to cardiac tamponade. A pericardiocentesis was performed. The user believe that the pericardial effusion was caused by the 25mm amplatzer amulet left atrial appendage occluder. The patient is stable,

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade several hours after amulet implant was reported. A pericardiocentesis was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, multiple partial re-captures during procedure could have contributed to the reported event, however this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.